Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation the atrial lead exhibited noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.